Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The unit was also received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error while programming a bolus. The patient's blood glucose at the time of incident was 169 mg/dl. Troubleshooting was initiated for the button error alarm. The customer's mother confirmed that the pump got splashed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.